Event description:
It was reported that the patient experienced initial activation issues with an inflatable penile prosthesis (ipp) since (B)(6)2020. The pump was too hard to depress causing the fluid to not move in the device. A surgical procedure was performed in which the existing pump was replaced. The patient was said to be recovering following the procedure.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual inspection of the momentary squeeze pump. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb activation test (2) as more than 8lbs of force was required to activate it. Product analysis concluded these activation issues could affect the functionality of the pump in resulting inflation and mechanical issues. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient experienced initial activation issues with an inflatable penile prosthesis (ipp) since (B)(6) 2020. The pump was too hard to depress causing the fluid to not move in the device. A surgical procedure was performed in which the existing pump was replaced. The patient was said to be recovering following the procedure.